Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis with stent protector and product mandrel attached. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the middle of the right coronary artery. Following pre-dilatation, a 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the middle of the right coronary artery. Following pre-dilatation, a 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.